Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. The customer's recent bg have been much better. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider. The customer acknowledged the advice.